Event description:
Customer requested log review due to a pt event. Details of event are as follows: a pt was on pain management treatment which included epidural pain medication. The pt was placed on an etco2 monitor per hospital's policy. The pt was found with decreased level of consciousness and respiratory rate. Fluid infusion at the time of the event was 0.9 normal saline. The pt rec'd narcan for decreased respiratory rate and level of consciousness, was intubated, placed on ventilator support and was transferred to a higher level of care. Customer stated that she has not rec'd any info that indicates there was an equipment failure. No add'l pt or event info was available.

Manufacturer narrative:
(B)(4). No available code for data/log review. The customer's request for a log review was completed for the time period reported and the preceding 4 hrs. The logs show that the etco2 module alarmed multiple times on (B)(6) 2012 between 5:31am and 9:49pm. The majority of these alarms occurred in three periods (10:48am to 10:57am, 4:03pm to 4:42pm and 7:44pm to 9:36pm) and were for low respiratory rate, low etco2 and no breath detected. The etco2 module was running in conjunction with a pump module that was programmed to deliver maintenance IV+kcl fluids. There is no info on what device was used to deliver the epidural medication. The root cause of the pt event is undetermined. No allegation of a product malfunction was alleged and no problems were found with the programming of the devices.